Event description:
"During a planned thrombectomy/embolectomy of the pt's left cfa/pfa/sfa the catheter became stuck in the vessel. Another consultant vascular surgeon was able to pull the catheter out but the tip of the catheter had become detached and remained in the pt. Details of injury (to pt, carer or health professional): the tip of the catheter remains in the pt. Blood flow was deemed satisfactory." Pt status: "following the procedure, the pt was informed by the consultant what has happened. The pt was admitted to high dependency unit for observation. Other catheters of the same batch are quarantined in theatres." Pt status update (B)(6) 2012 - the pt has been discharged from the hospital and will be followed up in a few weeks. There is no indication for further surgery at this time."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.